Event description:
Patient underwent catheter ablation for atrial fibrillation on (B)(6) 2015. The procedure was tolerated well, and there were no adverse events. On (B)(6) 2015, the patient was transferred to the hospital for chest pain along with sever dysphagia and odynophagia. On (B)(6) 2015, an esophagram showed esophagopericardial fistula, esophageal perforation and pericardial effusion. An esophageal stent was placed. On (B)(6) 2015, an egd was performed and an additional esophageal stent was placed. The patient was discharged on (B)(6) 2015. The patient was then readmitted on (B)(6) 2016 for septic shock, persistent atrial fibrillation, and respiratory failure.